Event description:
Screws broke while engaging with the plate.

Manufacturer narrative:
According to the customer contact, on (B)(6) 2022 it was reported that a screw broke while engaging with the plate. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable to provide further incident details to the manufacturer. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.